Event description:
It was reported that the pt never had therapeutic effect. A 50 mcg bolus was delivered (2007) with no results. A catheter dye study and pump rotor study were performed (five days later) and it was noted that the catheter/pump were functioning ok. A dye study was performed two months later, and there were no issues noted. The pt's pump contained lioresal 2000 mcg/ml at the time of the event. The dose had been increased from 350 mcg/day to 680 mg/day with no benefit. A pump and catheter replacement was pending. Additional information received reported that the pump was replaced. At the time it was noted that the "pump doesn't work".